Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a usual for meal breakfast meal announcement and then approximately 6 hours of cgm glucose levels above range. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user underestimating the carbohydrate content of their meal and choosing a meal dose size that was too small, resulting in hyperglycemia and increased correction insulin dosing after the meal, subsequently increasing the risk of hypoglycemia. Having the device volume set to "off" contributed to the severity of the event.

Event description:
On (B)(6) 2024 an ilet user's wife reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 08/25/2024. The user's wife reported that on (B)(6) 2024 ems was called due to a severe low blood glucose event. The user was sleeping on the sofa and possibly did not hear the low bg alerts from the ilet, which indicated a bg level of 53 mg/dl. The user's wife provided juice and baqsimi to attempt to raise the user's bg levels. However, when ems arrived, the user's bg had dropped further to 24 mg/dl. Ems administered IV glucose to treat the low bg. The user was slow to respond but did not lose consciousness.